Event description:
During shoulder surgery, it was reported that there was a dime or quarter size burn on the pt's abdomen where the pad was placed. Sales rep. Stated that the user facility is aware that the abdomen is not the recommended place to put the pad and felt that this was the reason for the pad burn.